Event description:
Information was received that over the past seven weeks of recovery one of the screws has begun to back out and the patient is in severe pain. No additional information has been provided.

Manufacturer narrative:
The device has not been returned for evaluation as it remains in-situ. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.